Event description:
I had gotten my mammogram back in (B)(6) 2001, showing breast masses and abnormal mammogram. On (B)(6) 2001, it was decided to proceed with a bilateral prophylactic mastectomy with immediate reconstruction with expansions # 55cc, (B)(4), lot# 560500. Left-, 133lv, 500cc, (B)(4), lot# 5 68317 on (B)(6) 2001. Reconstruction surgeon left these expanders in for. I returned to my surgeon (B)(6) 2002 complaining of the pain I was having. This went on over a year. The expanders were not removed until (B)(6) 2003 and replaced with mcghan 153 silicone breast implants, 540 cc, (B)(4), lot 576188 both left and right breast. When I would be given MRI's on my breast, the pain to lay on my tummy was horrific. The implants were cold to touch, had many difficulties, red swollen, my complaints to my doctors didn't seem to matter. Got really sick, I have continuously over the past 7 years went to emergency rooms, doctors, (B)(6) clinic 3 times, (B)(6). Have been treated for depression, would not leave my home. No one would listen to me about these implants. Had every test that could be given. Left leg, arm, hand all became numb, was put in a brace on the leg. I have found a doctor that has finally listened to me. Had new MRI done in (B)(6) and both implants are deflated, ruptured. I was a healthy woman, never was sick, never smoked or used any type of drugs. I feel that these implants rejected my body and has caused these physical issues.